Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and found that the cooling fan was not spinning. He replaced the fan and the issue was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Analysis of provided picture revealed that the root cause of the reported issue was dirt/dust accumulation on the cooling fan which could not spin leading the device to overheat.

Event description:
Livanova (B)(4) received a report of a centrifugal pump 5 (cp5) timeout during a procedure. There was no report of patient injury.